Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4). Ofr sent the subject device to a third party laboratory for microbiological testing and the testing indicated no microorganisms growth for the subject device.

Manufacturer narrative:
The subject device in this report has not yet been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during three surveillance culturing at the user facility, channels of the subject device tested positive for the following some kinds of bacteria. ¿ the all channels of the subject device tested positive for staphylococcus coagulase (5 cfu) on (B)(6) 2016. ¿ the biopsy channel of the subject device tested positive for bacillus spp, staphylococcus epidermidis, staphylococcus spp and staphylococcus warneri (total of microbial colony count is 8 cfu) on (B)(6) 2016. The air/water channel tested positive for micrococcus luteus (3cfu) on the same day. The suction channel of the subject device tested positive for staphylococcus capitis, staphylococcus epidermidis and staphylococcus haemolyticus (total of microbial colony count is 54 cfu) on (B)(6) 2016. There was no report of infection associated with this report.